Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: prophylactic placement of an inferior vena cava filter was indicated prior to knee surgery in the patient with a history of deep venous thrombosis and pulmonary embolism and vena cava interruption. Duplex ultrasound demonstrated chronic venous disease of the right iliac system and widely patent vena cava. The patient¿s right common femoral vein was accessed and digital subtraction iliocaval venogram demonstrated significant proximal right common iliac stenosis which correlated with the duplex finding. The left iliac system appeared to be widely patent. There was significant cross pelvic collateral veins demonstrating chronicity. The vena cava was patent with renal veins coming in at the level of l1 and l2. An angled glidewire was utilized to maneuver the tight narrowing of the right iliac system and exchanged for a storq wire followed by placement of the deployment sheath at the level of the renal veins with minimal resistance. X-ray guidance was then used to deploy the ivc filter with the tip positioned at the level of l1 and l2. Follow-up vena cavogram identified the filter to be upright, without tilt and no extravasation seen. The sheath was removed and direct compression was applied to the groin for five minutes. Two days post deployment, CT imaging demonstrated some likely bleeding around the vena cava after ivc filter placement. CT with contrast identified a small stable hematoma measuring 2.0 x 1.5cm posterior to the right paraspinal area just below the level of the filter. No active bleeding was identified and the limbs of the filter were contained within the ivc. Approximately ten months post deployment, the patient presented for filter retrieval. Access was gained into the right internal jugular vein. Once a pigtail catheter was advanced over wire into position, vena cavogram identified one filter limb extending beyond the caval wall. Because the patient had a history of the small ivc hematoma two days post filter deployment, there was no attempt to retrieve the filter and instead CT re-imaging would be performed. The patient tolerated the procedure well, pressure was held, the jugular access site was sutured closed, and a clean dressing was applied. Approximately eleven months post deployment, CT scan identified the filter to be stable in position just below the level of the renal veins. The small hypodense hematoma described on the previous CT scan was no longer seen. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were received and reviewed. A vena cava filter was successfully deployed. Ten months after filter deployment, during a schedule filter removal one limb of the filter was found to be perforating the ivc wall. No attempt was made to retrieve the filter. Based on the medical records, the investigation can be confirmed for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two days post vena cava filter deployment prior to knee surgery with history of dvt/pe and previous ivc interruption, CT identified a small stable hematoma believed to be caused during filter deployment (all filter limbs were contained within the caval wall). Ten months later during scheduled retrieval, imaging identified one limb extending beyond the caval wall with no extravasation seen. Follow-up CT comparison confirmed one limb to be extending beyond the caval wall, there was no active bleeding and the hematoma was resolved. No additional medical records were received for this patient.